Manufacturer narrative:
(B)(4). The complaint (B)(4) heated breathing tube was received at fisher & paykel healthcare (f&p) in new zealand. We are currently in the process of our investigation. We will provide a follow up report upon completion of completing our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china, via a fisher & paykel healthcare (f&p) field representative, that the heated breathing tube as part of a (B)(4) heated breathing tube and chamber kit melted whilst it was "lightly covered by pillows." There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint heated breathing tube as part of the 900pt561 airvo 2 heated breathing tube and chamber kit was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Result: a visual inspection of the returned 900pt561 heated breathing tube revealed that tube was melted, and the unit end of the tube was missing. It was noted that part of the tube was flattened indicating that it may have been covered at some point. The heater wire insulation was not intact to enable resistance testing. The customer reported that the subject 900pt561 heated breathing tube was "lightly covered by pillows". Conclusion: it is likely that damage to the heated breathing tube was caused by it being covered by material with a temperature greater than that of typical room conditions and/or being under compressive load for a considerable length of time. During production the heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity and pitch during production. Before the product leaves the line, a full functional test is conducted under load. The airvo 2 system is designed to comply with the electrical safety standard ul60601-1. The case is composed of a flame retardant material. The surface temperature of the heated breathing tube is within the limits specified by iso 8185 with regard to hot tube surface temperature not exceeding 44° celsius. There are many safety features incorporated into the airvo 2 to prevent overheating and fire. These include: the heater wires in the heated breathing tube are coated with teflon, completely insulating them from the gas path. The pcb at the [patient] end of hose is over moulded with the thermoplastic polymer polypropylene, ensuring it is excluded from the gas path. The airvo 2 contains a transient current detector, tcd. This tcd is tested on the production line. It is also checked by the control system when the airvo is powering up before each use. An 'over-temperature' sensor will automatically cut power to the motor, heater plate and heater wire if it detects any overheating. The airvo 2 is constantly checking power in the heated breathing tube and turns the heater wire off if the measured power is too high. The user instructions that accompany the airvo 2 humidifier include the following warning: adding heat, above ambient levels, to any part of the breathing tube or interface, e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, could result in serious injury. The user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support."

Event description:
A distributor reported on behalf of a healthcare facility in china, via a fisher & paykel healthcare (f&p) field representative, that the heated breathing tube as part of a 900pt561 airvo 2 heated breathing tube and chamber kit melted whilst it was "lightly covered by pillows". There was no patient consequence.